Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed the device was dirty and scuffed. The pole clamp was broken. The front cover was scuffed on the top left corner. The customer reported product problem (broken pole clamp) was confirmed during the visual insepction. The product problem occurred because the over temperature was out of calibration. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The damage to the pole clamp was caused by the user. This was established as the root cause of the product problem. The pole clamp was replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that a broken pole clamp was noted on the device. No patient injury or complications were reported in relation to this event.